Event description:
33 year old female being discharged for home. A medical student went in to remove the blake drain from her abdomen. Upon a slight tug, the blake drain snapped in two, leaving a good portion in the patient. The patient was taken back to surgery to have the remaining portion of the tube removed. The portions were saved to assure retrieving all the parts the physician then discarded the product.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated. Results of evaluation: component failure. Conclusion: device discarded - unable to follow-up, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.